Event description:
At 7:10/a on 2/12/1999, the patient performed a fasting blood glucose test on her surestep meter with a result of 116 mg/dl and took her normal dasage of 50u "nph" insulin. Approximately 15 minutes later, she began to feel weak as though she were going to "pass out." The paramedics were summoned and at 7:35/a tested her blood glucose on their meter (brand unknown) with a result of 21mg/dl. She was treated with glucagon and transported to the hospital where she was placed on intravenous fluids. The patient was informed that her potassium level and blood count was low and that her hematocrit has been "getting low." She was later released from the hospital with a decrease in her normal insulin dosage.